Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 60 mg/dl (performa system 1) and 150 mg/dl (performa system 2). The same strip lot was used for each measurement, but it is unknown if they were from the same vial. No adverse event due to the device reported. The alleged product was requested for evaluation.